Event description:
It was reported the patient experienced a change in stimulation during an unknown period of time. Subsequently, diagnostic testing indicated high impedance values on multiple contacts. A CT scan was ordered to address the issue reportedly, the lead had migrated out of the cervical spine. Surgical intervention was undertaken on (B)(6) 2015. During the procedure, the lead was placed back into the cervical spine and the physician opted to add an extension to the lead during that time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the issue is resolved.